Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the mid left circumflex artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification and upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located 1 mm proximal of the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the mid left circumflex artery. A 3.75mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion due to calcification and upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.